Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a transpac IV monitoring kit where it was reported that the ¿tubing detached from the 3-way stopcock¿. The event was noted during detection, normal saline was the solution used, and there were no other physical defects observed. There was patient involvement but no patient harm.